Manufacturer narrative:
The device was not returned to edwards for evaluation, the device request is ongoing. The investigation is still in progress. Therefore, a conclusion has yet to be established. A supplemental report will be submitted, accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis. And if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification, that a 3300tfx valve was explanted from the aortic position. After an unknown implant duration. For unknown reason.

Manufacturer narrative:
This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount se. H10: additional manufacturer narrative: initially, it was reported a 3300tfx valve was explanted from the aortic position after an unknown implant duration for unknown reason. However, through investigation it was learned that a 290019mm was explanted from the aortic position of a 76 years old female patient after an implant duration of approximately eleven (11) years and seven (7) months due to degeneration with fused lcc-rcc and lcc calcification leading to stenosis. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards received notification that a 290019mm was explanted from the aortic position after an implant duration of approximately eleven (11) years and seven (7) months due to degeneration with fused lcc-rcc and lcc calcification leading to stenosis. The patient presented with progressive lack of energy over at least six months and struggled to walk uphill and stopped the weekly 16-length swim. Occasional atypical central chest pain. A 3300tfx19mm valve was successfully implanted in replacement. The patient was discharged on pod # 5.